Event description:
It was reported that the device reset on its own due to multiple charges and appropriate device shocks leading to battery depletion. Furthermore, the device could not be interrogated in order to review the episode. As a result, the device was electively explanted and replaced since it was suspected to be near eri. The patient condition is stable.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi mode was confirmed in the laboratory. Review of the device image noted multiple aborted hv charges due to a vt storm. The multiple hv charges depleted the battery and resulted in errors which caused the device to enter backup dfo mode. The root cause of the resets was an anomalous component on the hybrid.